Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock could only be momentarily obtained across all spacing. The intermittent lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground ring case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground ring node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing facial nerve stimulation and pain with device use. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.